Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120736.

Event description:
It was reported that the patient's pulse generator system was explanted due to infection. There were no patient consequences.